Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Troubleshooting with tandem customer technical the customer's issue was resolved. The customer's blood glucose level 250-300 mg/dl with traces of ketones. The customer administered a manual injection to lower blood glucose level.